Event description:
The international customer reported the ventilator would not power on via ac power. The ventilator was not in use on a patient, and therefore, there was no patient involvement or harm. The manufacturer's service technician reported finding a blown fuse in the power supply. The reported finding of the power supply failure by the service technician may cause the ventilator to shut down if it were to recur during use. The service technician replaced the power supply to correct the finding. Performance verification testing was completed, and the unit passed per operating specifications.